Event description:
Report received of a spontaneous rate change. The pump came down to the user facility's central services dept with an unsigned noted that stated, "default to 500cc when reset to 100cc, test pad records 100cc, runs at 100cc then goes at 500cc." The customer was contacted, but was unable to clarify the reported event. The customer stated that there was no reported adverse pt event. Though requested, no add'l info was available.